Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient does not think it is working and that it was not working like it used to. It was unclear to what device the patient is referring. The patient reportedly was hardly feeling stimulation anymore even after increasing it to 7.5 volts. It was noted that 7.5 volts feels like 4.5 used to feel. It was further reported that stimulation was not helping with pain down the arm. It was noted that this started 6 months prior to the report. It was also noted that the patient was passing out a lot and had been in two car accidents on (B)(6) 2013. It was not reported that the change in stimulation correlated to those events. It was noted that the patient had tried to make adjustments with their patient programmer. It was later reported that the device was shocking the patient and she could feel it going down her left side to her feet. It was noted that the patient believed that this was not caused by her pacemaker and that it was from her implanted neurostimulator. The shocking reportedly started the morning before the report. It was also noted that at times it was worse but then would ¿calm down.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3986a, lot# n254626, implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).